Event description:
It was reported on (B)(6) 2013, when the patient switched programs the amplitude was at 5.0 and it caused her ¿agonizing and tremendous¿ pain. The patient was able to decrease stimulation. The following day the patient tried to change programs and it was up to 3.0 volts and she had the same experience of agonizing pain. It was stated the patient turned stimulation down but was scared to change programs and scared of stimulation getting increased too high because it was so painful for her. The patient was instructed how to turn stimulation off, change programs, decrease amplitude to 0.0, turn stimulation back on, and slowly increase amplitude to a comfortable level. The patient was directed to her healthcare provider. On (B)(6) 2013, (B)(4): it was reported the patient had an incision in her right upper buttocks area that was red and swollen. It was stated the patient was on antibiotics and saw the healthcare provider (B)(6) 2013 for her implant. The next follow up appointment was on (B)(6) 2013. On (B)(6) 2013 (B)(4): it was reported the patient received assistance from their doctor or representative on (B)(6) 2013 and their concerns were resolved. It was also stated the patient was still having concerns regarding their therapy or device but was working with their doctor or representative on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0a1yk, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient wanted to change programs without feeling uncomfortable stimulation and was scared to because of her last experience. The patient changed from program 2 to program 3 and went from 3.0 volts to 0.6. The patient turned stimulation on and increased to 4.0 volts. The caller reached the upper limit. It was stated the patient had a shocking or jolting sensation and about 1-2 weeks after implant she was trying to switch to a program that was on 4 or 5 volts. The patient screamed and it felt agonizing. The patient decreased stimulation and the upper limit was changed to 3.5 on programs 1 and 2 and 4 volts for program 3.